Manufacturer narrative:
Insulin pump received with the operating currents within spec. And passed the self test, error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the dat test at 0.08805 inches. No excessive no delivery alarms noted. Pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer called in to report a hospitalization due to high blood glucose levels and that the insulin pump was lost and needed a replacement. The customer's blood glucose level was over 1,000 mg/dl. The customer's symptoms included vomiting and diarrhea. The customer was wearing the insulin pump at time of admission. The cause per the healthcare provider was diabetic ketoacidosis. The customer was treated with IV fluids. The product was replaced, however it was not returned for analysis.

Manufacturer narrative:
Insulin pump received with the operating currents within spec. And passed the self test, error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the dat test at 0.08805 inches. No excessive no delivery alarms noted. Pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.